Manufacturer narrative:
The information that provided about auto mode with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 380 mg/dl. Current blood glucose level was 220 mg/dl. The customer was treated with intravenous insulin in the hospital. It was reported that insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.